Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
Additional reporter information: (B)(6). Complaint record ID # (B)(4).

Manufacturer narrative:
Event site full address: (B)(4). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) insertion, the sheath and dilator where placed into the artery and then the guidewire was inserted. The physician attempted to unlock the dilator from the sheath but the dilator broke off completely. The physician removed the sheath, dilator, and guidewire. They then held pressure for 20 minutes and used pharmacological agents instead of another iab. There was no patient harm or adverse event reported.